Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).patient resolved the issue with patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that impedances were tested and were normal. Other troubleshooting included a call to technical services. The cause of the patient needing to charge every 4 days was not determined. The actions taken were the patient¿s program was changed and the amplitude was lowered. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding the patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was claiming that they needed to charge every four days. The caller was concerned about the frequency of recharging and wanted to know if the patient's usage was normal. The caller provided the following recharging information from the clinician application: feb 1 charged from 10 to 100% duration of charging 1 hr 14min coupling excellent jan 28 charged from 10 to 100 duration of charging 1 hr 7 min coupling excellent jan 24 charged from 40 to 100 duration of charging 29min coupling excellent jan 24 charged from 20 to 40 duration of charging 13min coupling excellent jan 20 charged from 30 to 100% duration of charging 42min coupling excellent jan 16 charged from 30 to 100 duration of charging 52 min coupling excellent jan 16 charged from 30% (no increment upward during the session)duration of charging 15 min coupling good jan 12 charged from 20 to 50 duration of charging 27 min coupling excellent jan 12 charged from 50 to100 duration of charging 28 min coupling excellent the caller indicated that the usage information showed that therapy program 2 was active and some days the patient was adjusting the intensity past 4ma. They programmed the patient at 1.1ma at the appointment today. The issue was not resolved through troubleshooting. Technical services reviewed information about charging. The caller indicated that the patient will use the new reduced intensity to determine how that impacts the charging frequency. There were no patient complications reported as a result of this event.